Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR. Product analysis: a synergy megatron mr us 5.00 x 16mm, manifold was returned for analysis. A visual, tactile and microscopic examination was performed in the device. The device was received in two sections as a result of a break which had occurred in the hypotube. A visual and tactile examination identified multiple kinks along the distal section of the break. The entire distal extrusion was severely stretched and flattened. A break occurred in the shaft at the location of the proximal balloon sleeve. As a result of the break, the balloon detached from the main catheter. A visual examination of the balloon confirmed that the stent was deployed from the balloon. No tears were visible in the balloon material. A microscopic examination of the distal extrusion identified that the lesion was stretched and bunched at various locations along its length. A break was present in the shaft at the location of the proximal balloon sleeve. The break is consistent excessive tensile forces having been applied to the device. A microscopic examination of the balloon material identified no tears or holes in the balloon material. The balloon was detached from the main delivery catheter due to a break in the distal extrusion. A microscopic examination of the break site in the distal extrusion, at the proximal balloon sleeve, noted that due to the severe stretch down on the inner shaft the proximal markerband was pulled into the proximal sleeve of the balloon. The distal tip edge of the device was pinched closed. These examinations confirmed that excessive tensile forces had been applied to the device which resulted in the severe stretching and bunching along the distal extrusion. A break had also occurred in the distal extrusion shaft in the location of the proximal balloon sleeve. As a rest, the balloon was detached from the main catheter. Further examinations of the device noted that due to the severe stretching in the distal extrusion the proximal markerband had been pulled into the proximal sleeve in the balloon. A detailed microscopic examination of the balloon material identified no tears or holes in the balloon material.

Event description:
It was reported that shaft break, removal difficulties, and additional surgery occurred. The patient was presented with renal disease and underwent renal angioplasty. Following placement of a 6fr sheath. A 5.00 x 16mm synergy megatron stent was advanced for treatment. However, there was difficulty pulling the balloon into the guide and the stent balloon broke off in the patient's brachial artery. The physician attempted to snare the device but could not capture it. Vascular surgery cutdown was done to remove the megatron stent. The procedure was aborted. There were no further patient complications nor injuries reported and the patient had fully recovered.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break, removal difficulties, and additional surgery occurred. The patient was presented with renal disease and underwent renal angioplasty. Following placement of a 6fr sheath. A 5.00 x 16mm synergy megatron stent was advanced for treatment. However, there was difficulty pulling the balloon into the guide and the stent balloon broke off in the patient's brachial artery. The physician attempted to snare the device but could not capture it. Vascular surgery cutdown was done to remove the megatron stent. The procedure was aborted. There were no further patient complications nor injuries reported and the patient had fully recovered.